Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a frayed 3cg stylet is confirmed; however, the exact cause remains unknown. One 41 cm segment of a groshong catheter was returned for investigation. The extension connector assembly was not returned. A bend in the catheter was present 3 cm from the distal end. A 5 cm 3cg stylet segment was present within the distal end of the catheter. The catheter was cut to remove the stylet. Microscopic observation of the stylet revealed multiple bends and kinks. The stylet was cut to measure the wall thickness and the wall thickness was found to be within specification. Based on the condition of the returned sample, possible contributing factors include kinking and advancement against resistance. Since the stylet was found to be frayed within the PICC, the complaint is confirmed but the exact cause remains unknown. A lot history review (lhr) of recr0132 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the PICC was placed using sternite sherlock 3cg and the placer could not get an accurate ECG reading from the machine so sent the patient for a routine chest xray to confirm placement of the PICC. It was stated the chest x-ray reviled that the PICC was placed correctly however it was noted that there was still some wire remaining within the PICC.

Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recr0132 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the PICC was placed using siterite8 sherlock 3cg and the placer could not get an accurate ECG reading from the machine so sent the patient for a routine chest xray to confirm placement of the PICC. It was stated the chest x-ray reviled that the PICC was placed correctly however it was noted that there was still some wire remaining within the PICC.